Manufacturer narrative:
Exemption number e2019001. A visual and functional inspection was performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported inflation issue and leak appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Contact office first and last name was updated from (B)(4).

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. During the first inflation of the 5.0x40mm armada 35 balloon dilatation catheter, air was leaking out of the hub. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Additional information received subsequent to filing the initial report: it was reported that the procedure was performed to treat a non-calcified, mildly tortuous unspecified lesion. During inflation, the balloon partially inflated and a leak was noted at the distal end of the strain relief tubing. The same device was used at low pressure to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. During the first inflation of the 5.0x40mm armada 35 balloon dilatation catheter, air was leaking out of the hub. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.